Manufacturer narrative:
Work order search: no similar complaint type events found within the associated lot. Claim # (B)(4).

Event description:
It was reported that a 13.2mm, tmicl13.2, -14.0/3.5/091 (sphere/cylinder/axis), implantable collamer lens tore during surgery, pre inserting. An additional lens was used and the problem resolved. Cause of event was reported to be the device. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found one of the haptics torn. Claim # (B)(4).